Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic coma. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic coma on (B)(6)2025. The patient fell down to the floor and may have hit the pod they were wearing. An ambulance was called and the patient was taken to the (B)(6) hospital at (B)(6). Patient does not recall if their blood glucose levels were high or low and is unable to provide any readings. The pod alarmed while the patient was at the hospital and the pod was removed from the patient's abdomen. The pod was worn for between 25 and 36 hours. The patient's husband brought a pod from home and they applied a new pod on the patient. Patient was treated with insulin and could not remember specifically how they were treated. The patient was released on (B)(6)2025.

Manufacturer narrative:
An 0x1c alarm was noted after the pod reached the 80-hour limit of operation, upon which operation was automatically terminated. The 0x1c hazard alarm is a safety feature of the device and does not indicate a failure of the device. No additional information the event has been provided.